Event description:
Although the event happened 5 years ago it wasn't until this past december that the product was deemed defective. On 4/19/2000 dr implanted a mentor lens model u940a 23.0 diopter posterior chamber lens into pt's right eye following +3 cataract removal at med ctr. Pt immediately had complications with severe pain to the eye for which pt returned to dr several times. He said pt's body was trying to reject the implant, causing spasms of the pupil. After keeping the eye dialated for a week, the new lens developed a "cloud" that blocked the vision worse than before the surgery. Yag laser was used to burn holes in the lens to improve the vision. However pt had to begin wearing glasses. Pt's left eye was operated on 2 years later by another dr. No complications with the second surgery. Pt was hesitant after the first, but had none of the same reactions. Pt continued to follow up with an opthalmologist, but did not return to the second dr about decreased vision in pt's left eye until 7 months ago. He told pt then that the lens itself was defective, but that it would require a specialist. Recently, a dr at previous dr's refferal, examined pt's eye and will do the surgery in sept. Pt agreed with dr that it was a defective lens calling it acrylic hemophillia. Are all of these lenses defective or just mine? Is the co or possibly the dr responsible to offset the expense? The FDA approval was indicated for persons 60 and over. No follow up was done by dr because he closed the office.